Event description:
It was reported that during a stent procedure, the catheter had been advanced through a 6f sheath. The physician had advanced the catheter up and around the arch into the iliac bifurcation. He was attempting to advance to the right tibia and encountered resistance and was unable to go any further. The catheter was removed with some difficulty and after removal the shaft of the catheter was stretched.